Event description:
The account stated that the cell-dyn 3700 analyzer has poor reproducibility issues in both the open and closed mode system. On one patient sample, the initial wbc result was 1500 and the retest result was 300. The account did not state if flags were generated. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: sample aspiration peristaltic pump tubing (ppt), medium. Customer replaced the sample aspiration ppt and cleaned the rbc/plt aperture plate and the issue was resolved. On (B)(6) 2009, (B)(6) hospital from (B)(6) reported poor reproducibility with platelets (plt), red blood cell (rbc) and white blood cell (wbc) for the past two or three weeks. The results failed the delta checks and customer retested the samples. Customer did maintenance on (B)(6) 2009 and also changed the peristaltic pump tubing (ppt) both medium and small on (B)(6) 2009. Poor reproducibility issue is seen in both open and closed modes. Customer changed the sample aspiration ppt (medium) once a month and the last change was on (B)(6) 2009. Customer technical advocate (cta) suggested the customer to change the sample aspiration ppt and monitor the results. Customer reported reproducibility improved after changing the sample aspiration ppt but customer wants to improve more on plt. The cta suggested customer to clean the rbc/plt aperture plate. On (B)(6) 2009, customer confirmed with cta that the issue was resolved by changing the sample aspiration ppt (medium) and cleaning the aperture plate. Cta recommended the customer to monitor the results and change the ppt once a week and clean the aperture plate regularly. A review of the report found dispersional data alerts on multiple parameters (results were underlined on the printout). Other wbc and plt suspect parameter flags were also present: (B)(6). The cell-dyn 3700 system operators manual, list number 06h89-01, revision f, under chapter 3, principles of operation, provides explanation and suggested actions for suspect parameter flags. Also page 3-40 of the operator manual states: a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a smear review. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag's) that will alert the operator to a potentially erroneous result. Chapter 9, maintenance, states the sample aspiration ppt should be replaced weekly and the rbc/plt aperture plate should be cleaned as needed. Instructions were also provided in this chapter. Chapter 10, troubleshooting, pages 10-55 to 10-61, provides troubleshooting steps for imprecise or inaccurate data. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. Based on the investigation, no product issue was identified for the cell-dyn 3700, list number 02h31-01, for the reported issue. There is no systematic issue with the cell-dyn 3700 product line. This is the final report.